Manufacturer narrative:
Addendum for follow-up received (B)(6) 2008: the physician reported the nodules improved but did not disappear completely. A ptc (product technical complaint) was initiated. (B)(4).

Event description:
(B)(4). Initial report: this non-serious report was received from a physician via our affiliate in (B)(4). This report involves a (B)(6) female patient who was administered sculptra (poly-l-lactic acid) 5 ml (dilution volume 4 water + 1 lidocaine) on (B)(6) 2007 and a second application on (B)(6) 2008 (dosage not provided). Poly-l-lactic acid was administered to the hollow of the cheeks, jugal wrinkles, nasogenal furrows, nasolabial folds, upper and lower lip, lines around the mouth and chin area. No medical history was indicated. Concomitant medication includes hyaluronic acid. This patient received her first application of poly-l-lactic acid on (B)(6) 2007 and she developed two nodules on the bilateral bitterness folds on (B)(6) 2007. She also experienced pain to the touch and hardness. The first nodule disappeared with injectable distilled water, but the second nodule has persisted. A second session with poly-l-lactic acid was administered on (B)(6) 2008. It was noted that the second nodule still persisted and a new nodule appeared near to right of the commissure. This patient had not experienced any similar events after treatment with other products. No histology or other laboratory tests were performed. The reporter's causal relationship assessment for poly-l-lactic acid was indicated as not assessable.